Manufacturer narrative:
This product is manufactured but not marketed in the u.s. (B)(4). Device remains implanted.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo 13.2, diopter -18.0/+2.5/x178 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2016. The patient began to experience refractive surprise. As of the date of MDR reporting the lens remains implanted.